Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a fall and loss of effect. Pt is experiencing spasms. Possible damage to the lead or connector. Add'l info has been requested and if received a follow up report will be sent.